Event description:
It was reported that the ilet pump¿s e-ink screen was damaged overnight, leaving the display difficult to read and unusable; the user reverted to multiple daily injections and reported a highest blood glucose of 400 mg/dl, with alerts noted but unspecified. Symptoms included hyperglycemia without reported clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a display readability issue associated with the touchscreen component, with ambient light identified as a factor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.